Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the lcs15 instrument would not coagulate and emitted noises. Rf coagulating was used to complete the case. The was no consequence to the pt.